Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 47 mg/dl. Customer treated their low blood glucose levels via food. Customer's current blood glucose level was 200 mg/dl. Troubleshooting for low blood glucose levels was performed. Customer advised the auto mode feature was not active during the low blood glucose event. The insulin pump will not be returned for analysis.